Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2016-01235. Reference MFR. Report #: 1627487-2016-01238.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2016-01235. Reference MFR. Report #: 1627487-2016-01238.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2016-01235, reference MFR. Report #: 1627487-2016-01238. It was reported the patient (B)(6) lost stimulation. Diagnostics testing revealed high impedance measurements. In turn, surgical intervention was undertaken. During the procedure the physician experienced difficulty removing the lead and used an epiducer to successfully explant and replace the lead. Further intra-op testing revealed high impedance measurements with the patient's extension. Subsequently, the patient's extension was explanted and replaced. It was noted the physician was unable to pull the extension out of the ipg header. As a result, the physician cut the extensions and explanted and replaced the ipg. Effective therapy was restored post-operative. The manufacturer is in the process of obtaining the patient's implant date. Concomitant product(s): the implant date for the following device is unknown: model: 1192, scs anchor.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2016-01235, reference MFR. Report #: 1627487-2016-01238.